Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during acl procedure, internal to patient, a wire fragment of the guide wr 1.2mm x 12 box of 5 sterile was displaced and may have been inside the absorbable interference screw. The procedure could not be successfully completed since the wire fragment was still inside the patient and may need an additional surgery to remove it. Current patient status and how the issue was resolved is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution a complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported breakage could not be determined. The guide wire is made of superelastic nitinol, which is a biocompatible material however, the guide wirer is manufactured and intended as externally communicating devices and not approved for long term internal tissue exposure and long term implantation data is not available. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - impact code).